Event description:
It was reported that the procedure was to treat a lateral anterior descending artery lesion with 80% stenosis. The 3.5x15 mm nc trek balloon dilatation catheter (bdc) was prepared without issue. The bdc was advanced to the target lesion for pre-dilation; however, after the first inflation at 12 atm, the balloon was not able to be fully deflate. The balloon got stuck at the tip of the guiding catheter and was unable to be removed from the body. During the retraction process, the proximal shaft separated. Eventually, the balloon was deflated, and all device segments were withdrawn independently. The procedure was completed. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.